Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged the entire length with stent struts stretched and distorted. It is most likely that the crimped stent may have encountered resistance and subsequent damage during advancement and withdrawal attempts. The sds was not returned for analysis therefore individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent struts got deformed upon delivery and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38mm synergy¿ stent was advanced to treat the lesion. However, the stent got deformed upon delivery. The procedure was completed with a different device. No patient complications were reported.